Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging respiratory tract irritation and lung disease. No other clinical information or medical interventions were reported. The device was returned to the manufacturers for further investigation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow.